Manufacturer narrative:
Additional information was received that the reported issue did not result in a loss of manual ventilation and is therefore was not a reportable malfunction. The bag arm is used to hold anesthesia accessories, but does not affect delivery of ventilation, gas or agent.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a broken bag arm resulting in the loss of manual ventilation. There was no report of patient involvement.